Event description:
I've had implants saline by allergan since (B)(6) of 2019. Ever since I got them I felt sick, I was going to remove but I ended feeling better and left them. Two months later I decided to work out by jogging an later that day I ended up with massive dizziness, weakness, diarrhea and went to hospital and was told my white blood cells were high and I might have had vertigo. However doctor did not know why I felt the way I felt. Then in (B)(6) I decided to work out again by doing jumping jax and felt sick again similar symptoms. This time I felt weak for days, unable to speak or concentrate certain words, couldn¿t even walk well certain days. I went to hospitals all results fine. Im (B)(6) very healthy and the only thing is I can think of is it is my implants, ban these things as they are not healthy for you. Shaking, confusion, brain fog. FDA safety report ID # (B)(4).